Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic pd (ccpd) for renal replacement therapy (rrt) expired. The patient also reportedly had ¿catheter infections¿ as well. No additional information was provided during intake. Medical records indicate the patient presented to the emergency room (ER) on (B)(6) 2024 with complaints of generalized abdominal pain and diarrhea. The patient reported having worsening symptoms (including chills and nausea) for 2 days prior to presentation. It appears (via follow-up with the patient¿s pd registered nurse) the patient was diagnosed with peritonitis, however the cause and organism cultured were not provided. Initial laboratory studies were indicative of leukocytosis, hypokalemia, and a possible urinary tract infection. The patient initially refused to undergo a computed tomography (CT) scan of the abdomen and pelvis; therefore, an abdominal ultrasound and diagnostic paracentesis were ordered. The patient was started on intravenous (IV) ceftriaxone (dose, duration, frequency not provided), and vascular surgery was consulted for the placement of a tunneled hemodialysis (hd) catheter (not a fresenius product). However, on the evening of (B)(6) 2024 following hd catheter placement, the patient became hypoxic (oxygen saturation approximately 60%) and a chest x-ray indicated the patient was suffering from pulmonary edema. The patient underwent emergent hd (3 liters of fluid removed) and was treated with IV lasix and nitroglycerine cream. On (B)(6) 2024 the patient underwent the surgical removal of the pd catheter (not a fresenius product). Following the procedure, the patient remained ventilated and was transferred to the intensive care unit (ICU). On (B)(6) 2024, the patient¿s condition began to worsen after the patient developed acute respiratory distress syndrome (ards) with septic shock. The patient underwent a bronchoscopy due to the onset of hemoptysis, which showed bilateral lung inflammation and thick yellow mucous (all cultures were negative). Additionally, a CT scan of the chest was performed on (B)(6) 2024, which did not locate any pulmonary edema, but did reveal small bilateral pleural effusions with consolidative changes and scattered hazy nodular opacities. Given the patient¿s ards, the patient was started on continuous renal replacement therapy (crrt). Although the exact timeline is unknown, the patient¿s right foot was noted as having a dusky appearance and vascular surgery was reconsulted. A lower extremity (le) arterial duplex showed severe arterial occlusive disease in the right le, as well as mild arterial occlusive disease in the left le. The initial recommendations from vascular surgery were to undergo a right below/above the knee amputation, given there were no signs of necrotizing fasciitis or wet gangrene, however the patient declined. The decision was made to pursue an endovascular procedure if the patient stabilized. The patient was restarted on empiric antibiotics due to concern for recurrence of sepsis, with increasing leukocytosis and hypotension. On (B)(6) 2024, palliative care was consulted regarding the patient¿s lack of significant clinical improvement and probable right lower extremity amputation. The decision was then made to transition the patient to comfort measures only, and the patient expired later the same evening. The patient¿s primary cause of death was septic shock due to peritonitis, with secondary causes including esrd requiring rrt, peripheral arterial disease, diastolic heart failure, acute hypoxic respiratory failure, and diabetes mellitus.

Manufacturer narrative:
Correction: b3 (date of event), d10 (therapy dates).

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic pd (ccpd) for renal replacement therapy (rrt) expired. The patient also reportedly had ¿catheter infections¿ as well. No additional information was provided during intake. Medical records indicate the patient presented to the emergency room (ER) on (B)(6) 2024 with complaints of generalized abdominal pain and diarrhea. The patient reported having worsening symptoms (including chills and nausea) for 2 days prior to presentation. It appears (via follow-up with the patient¿s pd registered nurse) the patient was diagnosed with peritonitis, however the cause and organism cultured were not provided. Initial laboratory studies were indicative of leukocytosis, hypokalemia, and a possible urinary tract infection. The patient initially refused to undergo a computed tomography (CT) scan of the abdomen and pelvis; therefore, an abdominal ultrasound and diagnostic paracentesis were ordered. The patient was started on intravenous (IV) ceftriaxone (dose, duration, frequency not provided), and vascular surgery was consulted for the placement of a tunneled hemodialysis (hd) catheter (not a fresenius product). However, on the evening of 5/jan/2024 following hd catheter placement, the patient became hypoxic (oxygen saturation approximately 60%) and a chest x-ray indicated the patient was suffering from pulmonary edema. The patient underwent emergent hd (3 liters of fluid removed) and was treated with IV lasix and nitroglycerine cream. On (B)(6) 2024 the patient underwent the surgical removal of the pd catheter (not a fresenius product). Following the procedure, the patient remained ventilated and was transferred to the intensive care unit (ICU). On (B)(6) 2024, the patient¿s condition began to worsen after the patient developed acute respiratory distress syndrome (ards) with septic shock. The patient underwent a bronchoscopy due to the onset of hemoptysis, which showed bilateral lung inflammation and thick yellow mucous (all cultures were negative). Additionally, a CT scan of the chest was performed on (B)(6) 2024, which did not locate any pulmonary edema, but did reveal small bilateral pleural effusions with consolidative changes and scattered hazy nodular opacities. Given the patient¿s ards, the patient was started on continuous renal replacement therapy (crrt). Although the exact timeline is unknown, the patient¿s right foot was noted as having a dusky appearance and vascular surgery was reconsulted. A lower extremity (le) arterial duplex showed severe arterial occlusive disease in the right le, as well as mild arterial occlusive disease in the left le. The initial recommendations from vascular surgery were to undergo a right below/above the knee amputation, given there were no signs of necrotizing fasciitis or wet gangrene, however the patient declined. The decision was made to pursue an endovascular procedure if the patient stabilized. The patient was restarted on empiric antibiotics due to concern for recurrence of sepsis, with increasing leukocytosis and hypotension. On (B)(6) 2024, palliative care was consulted regarding the patient¿s lack of significant clinical improvement and probable right lower extremity amputation. The decision was then made to transition the patient to comfort measures only, and the patient expired later the same evening. The patient¿s primary cause of death was septic shock due to peritonitis, with secondary causes including esrd requiring rrt, peripheral arterial disease, diastolic heart failure, acute hypoxic respiratory failure, and diabetes mellitus.